Manufacturer narrative:
(B)(6) patient¿s age/ date of birth are unknown. Date of event: unknown. (B)(4) lot number unknown. Implanted on an unknown date in 2013. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is an unknown date in 2013. (B)(4) is used as it was reported that x-rays were taken which determined that plate appeared to be in the incorrect orientation in relation to the fracture and that the patient had developed a nonunion of the rib. The patient returned to the operating room and the plate and an unknown number of screws were removed and replaced. This will be reported as a serious injury and product malfunction, caused by use error. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was done on (B)(6) 2017 for a failed fixation of a rib fracture . A patient was originally implanted on an unknown date in 2013 by an unknown surgeon for a rib fracture. On an unknown date, the patient was seen by the surgeon, and x-rays were taken which determined that plate appeared to be in the incorrect orientation in relation to the fracture and that the patient had developed a nonunion of the rib. On (B)(6) 2017, the patient returned to the operating room; the plate and an unknown number of screws were removed and replaced. There was no surgical delay, no fragments were generated. The patient was stable. There is one plate involved in this complaint. Concomitant device reported: unknown matrixrib locking screws (part # unknown, lot # unknown, qty. Unknown). This report is for one (1) ti matrixrib universal plate. This is report 1 of 1 for complaint (B)(4).